Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working or inflating as intended. The cylinders and one of the rear tip extenders were explanted. Upon explant, the physician tested the cylinders and a hole was identified. The original reservoir remained implanted. After the ipp was connected the system was tested again and was functioning properly. There were no patient complications reported.

Manufacturer narrative:
Additional information provided d4 model number, lot number, catalog number, serial number, unique identifier, implant date, c2/d10 concomitant therapy: reservoir: (B)(6) lot#: 1000395678 was explanted on (B)(6) 2020. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working or inflating as intended. The cylinders and one of the rear tip extenders were explanted. Upon explant, the physician tested the cylinders and a hole was identified. The original reservoir remained implanted. After the ipp was connected the system was tested again and was functioning properly. There were no patient complications reported.